Event description:
It was reported that the patient's system controller had chipped paint, and they had a crack near the driveline connection on the controller. The controller was exchanged without issue, and a replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external damage to the system controller, serial number: (B)(6), was confirmed via the returned system controller. Although, the reported damage was confirmed, it did not reveal any functional issues as the downloaded log files and evaluation of the returned controller did not reveal any notable events/ functional issues. The returned controller was functionally tested, and the controller passed all steps of the test without any issues. The downloaded log files were reviewed from (B)(6) 2025, showing the system operating as intended at the set speed. The driveline was disconnected on (B)(6) 2025, consistent with the reported controller exchange. No notable alarms were observed in the log file. The root cause of the reported damage could not be conclusively determined through this analysis. The device history records and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section also addresses how to clean the system controller to avoid the fading of labels. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.